Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of atrial fibrillation (af) resulting in an inappropriate shock. This device system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of atrial fibrillation (af) resulting in an inappropriate shock. Additional information includes confirmation that an additional inappropriate shock was delivered. Review of device data determined that the r-wave amplitude was low. This device system was checked in clinic and therapy was subsequently deactivated via the patient request. This device system remains implanted. No additional adverse patient effects were reported.